Event description:
Lt was reported that during the implant procedure. The competitor guidewire was stuck in the left ventncular (lv) lead. The physician held two points of the lv lead outside of the patient and had to slowly pull the guidewire out of the lead, which took several minutes. The lv lead remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).